Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasonography with a guide sheath, the subject device was used. The radiopaque tip of the subject device came off and fell into the patient. The tip was retrieved. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical system corp.(omsc). Omsc evaluated it on october 11, 2018, and found as follows; the tip of the tube was deformed in a circle shape. There was scratch at the inner edge of the radiopaque tip as if something got caught. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the radiopaque tip fell off as follows; the user bended the distal end of the guiding device around the radiopaque tip. The radiopaque tip was moved since the joint of the guiding device got caught on the radiopaque tip. The radiopaque tip fell off since the user kept moving the guiding device back and forward. The instruction manual of the device has already warned as follows; when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath.